Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and two leads were added due to an unknown reason. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.